Event description:
It was reported that an implantable cardiac monitor (icm) implant was performed using the mobile programmer application, but when the device was later checked, the device's data collection was found to be off. The caller stated that they had seen an electrocardiogram (ECG) at the time of implant, but the reports in the remote monitoring network all indicated that the data collection was off. Data collection was turned on during the later interrogation. The icm remains in use, and the current status of the application is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.